Event description:
Patient reported right side "I am a crohn's patient and was diagnosed with breast cancer. I had surgery to remove the cancer and 6 lymph nodes on my right side. I had complications on my right side where the wound did not want to heal. I have been using vitamin e cream, collagen packing and something else and it is healing". Device remains implanted.

Manufacturer narrative:
The event of "impaired healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: impaired healing.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06-aug-2024. Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, g1.

Event description:
Patient reported right side "I am a crohn's patient and was diagnosed with breast cancer. I had surgery to remove the cancer and 6 lymph nodes on my right side. I had complications on my right side where the wound did not want to heal. I have been using vitamin e cream, collagen packing and something else and it is healing". Device has been explanted and replaced.